Event description:
This was reported that the patient had a major bacterial infection during hospitalization. The infection was confirmed by a positive blood culture. Management consisted of drug therapy only. The cause of the infection was attributed to the patient¿s clinical condition and the complexity of medical management. He event was assessed as probably related to the device, with the rationale being a potential source of infection following left ventricular assist device (lvad) coryza related complications.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.